Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 60 mg/ml at a dose rate of 53.050 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had called the clinic on (B)(6) 2020 and reported that the day before, he experienced a sudden return of baseline pain symptoms. The patient stated that he was experiencing withdrawals from his pump medication. It was further noted that the patient stated that he thought his catheter was clogged. These symptoms had resolved by the time the patient called the clinic. The pump was interrogated on (B)(6) 2020 in the clinic. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician instructed the patient to call again if the symptoms returned. The issue was noted as having been resolved. No surgical intervention was performed, and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2020. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was requested but unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.